Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and squirted insulin out during the manual prime process. The caller stated that the user was about to fill the reservoir and rewind when the device began squirting insulin out. The customer noted that she is pregnant and reverted back to manual injections for treatment already. No damage to the drive support cap was observed. The caller did not know the blood glucose reading.